Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device including the logs and confirmed the reported complaint. Power cycling the device resolves the issue. The fse performed a checkout of the device and the device passed all tests. The doctor activated emergency o2, rebooted the unit and resumed the case. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing reports of similar issues as requested by the FDA letter dated (B)(6) 2017.

Event description:
Spacelabs received a report on (B)(6) 2018 that the arkon went into a "safe failed state" while on a patient. No injury was reported with this event.